Manufacturer narrative:
Product complaint #: (B)(4). Procode: krd/hcg. Initial reporter phone: (B)(6). Manufacturing site name: codman and shurtleff inc., dba depuy synthes products, inc. (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Complaint conclusion: as reported by an affiliate, during a subarachnoid hemorrhage (sah) coil embolization of an aneurysm at the intracranial artery (ic), a galaxy g3 mini coil (glm910020, l14467) coil could not come out from the sheath introducer. It was unknown how the procedure was completed, but it was successfully completed without further issues or delay. There was no patient injury or complications reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and the constant flush had been maintained at all time. No visible defect/damage was noted on the products prior to the event. No unintended detachment was observed in the vessel or in the microcatheter. A sheath introducer (terumo), a guidewire (transend, stryker), and a guiding catheter (envoy) were also used for this procedure. No further information is available. Based on failure analysis, the embolic coil was found stretched. The device was inspected and the hub, the dpu and the re sheathing tool were observed without damage, the introducer was found zipped and the marker band was found at 37cm from hub, and it was found within specification. A microscopic inspection was performed and the v notch, the rh and the articulation joint were found in good normal conditions, as well as the rh was not heated. The embolic coil was found stretched. The device was flushed using a syringe, then, the embolic coil was pushed out of the introducer and it was advanced, however, resistance/friction was felt when the embolic coil passed out the introducer, the stretched condition was not contributed to this failure. A manufacturing record evaluation was performed for the finished device l14467 number, and no non-conformances related to the reported complaint condition were identified. The complaint reported by the customer ¿coil - impeded-in introducer¿ was not confirm due the embolic coil could pass through the introducer. The condition (stretched) observed on the embolic coil, may have contributed to the failure and appear to have been caused by excessive force being applied to the device however none of those can be conclusively determined. Neither the analysis nor the mre suggests that the failure reported could be related to the manufacturing process. The exact circumstances surrounding the observed damage to the embolic coil cannot be determined. However, stretching of the embolic coil is an indicative of the application of excessive force, possibly in an attempt to overcome the reported resistance. Resistance/friction and coil unraveling/stretching are known potential product issues associated with the use of the device. The IFU contains several cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by an affiliate, during a subarachnoid hemorrhage (sah) coil embolization of an aneurysm at the intracranial artery (ic), a galaxy g3 mini coil (glm910020, l14467) coil could not come out from the sheath introducer. It was unknown how the procedure was completed, but it was successfully completed without further issues or delay. There was no patient injury or complications reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and the constant flush had been maintained at all time. No visible defect/damage was noted on the products prior to the event. No unintended detachment was observed in the vessel or in the microcatheter. A sheath introducer (terumo), a guidewire (transend, stryker), and a guiding catheter (envoy) were also used for this procedure. No further information is available. Based on failure analysis, the embolic coil was found stretched.